Event description:
A doctor alleged that a crack in the silicone tubing of a transfer set near the patient connector was found during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of damaged transfer set was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed.